Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is unknown. Date of event: unknown. This report is for an unknown biomaterial - preformed: chronos/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Device report from synthes europe reports an event in (B)(6) as follows:: this report is being filed after the subsequent review of the following literature article thesleff t., lehtimaki k., niskakangas t., huovinen s., mannerstrom b., miettinen s., seppanen-kaijansinkko r., ohman j. (2017). Cranioplasty with adipose-derived stem cells, beta-tricalcium phosphate granules and supporting mesh: six year clinical follow up results. Stem cells translational medicine. 6:1576-1582. (B)(6). The aim of the study was to overcome common problems associated with conventional cranioplasties by creating bone from patients own adipose-derived stem cells (ascs), beta-tricalcium phosphate (betatcp) granules and supporting meshes. The study included 5 patients 4 females and 1 male, with an mean age of 62.0 years. Each patient was treated with a combination of approximately 15 x 10^6 cells passages 3 to 4 and 60 ml of betatcp granules (chronos1, porosity 60%, granule size 1.4-2.8 mm; synthes, (B)(4)) 48 hours before the operation. Resorbable custom-molded mesh (resorb, synthes, (B)(4)) and or titanium mesh (a company is not listed in reference to the titanium mesh) was used to keep the betatcp granules in place in all of the patients. Four of the five patients required reoperation at follow up. Patient 1 required re-operation due to infection. At the time of the re-operation the graft was removed from the patient. Patient 2 required reoperation due to the partial resorption and loosening of the graft. Patient 4 required reoperation due to total resorption and loosening of the graft. Lastly, patient 5 required reoperation due to the recurrence of the meningioma in the dura. This is report 2 of 3 for (B)(4). This report is for patient 2 of this article. This complaint involves 3 devices. One (1) for patient 1 required re-operation due to infection (unknown chronos1). One (1) for patient 2 required reoperation due to the partial resorption and loosening of the graft (unknown chronos1). One (1) for patient 4 required reoperation due to total resorption and loosening of the graft (unknown chronos1).